Event description:
Healthcare professional reported "contracture" "baker grade ii-iii", "iatrogenic allogenosis is seen in four axillary nodes" , "iatrogenic damage" and "filtration" on left side. The device has been explanted. "Iatrogenic allogenosis is seen in four axillary nodes" and " signs of iatrogenic inferior allogenosis due to extravasation" is considered not device related. Healthcare professional reported "they have fallen."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and use error.

Event description:
Healthcare professional reported "contracture", "iatrogenic allogenosis is seen in four axillary nodes" , "iatrogenic damage" and "filtration" on left side. The device has been explanted. "Iatrogenic allogenosis is seen in four axillary nodes" and " signs of iatrogenic inferior allogenosis due to extravasation" is considered not device related.